Manufacturer narrative:
B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in an unspecified quantity of clearlink non-dehp solution sets. The sets were connected to an unspecified infusion pump and the pump displayed upstream occlusion alarms. The issue occurred during chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.